Manufacturer narrative:
Reported event: "after we finished burring and attempted to trial the components and view the kinematic analysis page, there was a camera connection error" device evaluation and results: inspection of the logs provided in ""s drive/complaints/(B)(4)"" showed no information for the (B)(6) 2017 event date. No session files were provided. Three communication attempts have been completed. The failure could not be confirmed. Device history review: a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206083, on 209999 3.0 rio® robotic arm - mics, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: the issue occurred during a case and resulted in a 20 minute delay. There was no further harm to the patient and the case was completed successfully. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard." Device was not returned

Event description:
I had a mako pka at (B)(6), where after we finished burring and attempted to trial the components and view the kinematic analysis page, there was a camera connection error. I restarted the arm software, which passed and then shutdown the robot, cleaned the fibre optic cables, checked the connection to the camera head and then restarted the robot and continued to get the same camera connection error. At this point the surgeon carried on with implanting the prostheses and the surgery finished. I restarted the robot post case multiple times and continued to get the same camera connection error.the surgery was delayed by 15 mins, and we could not use the robot to assess our trials - therefore the procedure was finished without the use of the robot.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
I had a mako pka at (B)(6), where after we finished burring and attempted to trial the components and view the kinematic analysis page, there was a camera connection error. I restarted the arm software, which passed and then shutdown the robot, cleaned the fibre optic cables, checked the connection to the camera head and then restarted the robot and continued to get the same camera connection error. At this point the surgeon carried on with implanting the prostheses and the surgery finished. I restarted the robot post case multiple times and continued to get the same camera connection error. The surgery was delayed by 15 mins, and we could not use the robot to assess our trials - therefore the procedure was finished without the use of the robot.